Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Base on the reported event, the cause was determined to be a leak in the disposable. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 (air in set/line) alarm occurred during dwell four of five of peritoneal dialysis therapy on the homechoice. The patient was connected at the time of the alarm. The caregiver had already cleared the alarm. The technical services representative (tsr) determined that there was a leak, but could not confirm the source of the leak. The tsr assisted the patient in clearing the alarm and reviewed proper procedures with the patient. There was no patient injury or medical intervention reported. No additional information is available.